Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. No UDI nor lot number were provided, therefore section d4 was unable to be filled in. Reference: (B)(4).

Event description:
A territory manager reported an end user experienced an issue when using total abscession drainage catheters. It was reported the end users are experiencing resistance during the catheter removal. They are eventually able to remove the catheter; however, the sutures break off and remain inside the patient. The sutures are removed separately; however, some patients experience a pneumothorax. Those particular patients had to receive new drain placements for the new pneumothorax they experienced from the complications per pulmonology. This has happened on several occurrences. There has been no change in the pulmonologists' staffing and processes that were removing the total abscession drains. It was reported that the pulmonologist would cut the catheter to release the wire tension of the pigtail catheter tip to facilitate removal.

Manufacturer narrative:
The customer's reported complaint description of the suture string would be detached from the (distal portion) of the drainage catheter during device explant procedure could not be confirmed since no complaint sample was returned. Without receiving product for evaluation a root cause for this event could not be determined. The directions for use (dfu) for this drainage catheter device does specify a removal technique of cutting the catheter just distal from the hub and ensuring that the suture string is severed. It is unknown why the suture string would detach from the distal portion of the catheter and have to be removed separately. The additional intervention or removing the suture string is the likely root cause of the pneumothorax at the end of the explant procedure. Root cause for how this happens is unknown. Device history record review of the packaging/assembly lots could not be performed since there was no reported lot number. This is the only reported complaint for patient pneumothorax serious adverse event for the total abscession drainage catheter product family in the past 15 months, as such, this is deemed to be an isolated incident. Labeling review: the instructions for use (14600186-01) which is supplied to the end user with this catalog number states, "to tighten the pigtail shape, gently pull the suture until resistance is felt. Warnings: do not use this catheter with alcohol. Where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post placement." Removal: option 2 - cutting the catheter · disconnect the drainage bag from the catheter. · insert the recommended guidewire past the distal tip of the catheter. · carefully, cut the catheter in half just distal to the hub, ensuring that the suture is severed. · remove the hub from the guidewire. · gently remove the remaining distal portion of the catheter. Potential adverse effects: the following adverse reactions have been reported with the use of drainage catheters: · catheter dislodgement. · pneumothorax. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).